Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.

Event description:
It was stated that the patient reported that infusion set tubing was leaking at disconnected site on (b)(6) 2026.